Event description:
It was reported that on (B)(6)2009, a 3.5 x 28 mm vision stent was implanted in the proximal to mid circumflex (cx). In nov of that yr, the pt experienced chest pain and in (B)(6) 2010, a 50% stenosis was confirmed with CT. On (B)(6)2010, two xience v stents were successfully implanted, a 3.0 x 28 mm in the proximal to mid circumflex, and a 3.5 x 28 mm in the mid circumflex and second obtuse marginal; there is some overlap between stents. On (B)(6)2010, a coronary angiography was performed and a thrombosed lesion was confirmed in left cx; however, the pt was suspected of having spontaneous coronary artery dissection (scad), so the physician said that it is not clear if it was stent thrombosis or scad. On (B)(6)2010, balloon angioplasty was performed. The pt was released from the hosp. No additional info was provided.

Manufacturer narrative:
(B)(4). The reported pt effect of thrombosis is listed in the xience v instructions for use as a known adverse pt effect. Balloon angioplasty was performed and the pt was hospitalized. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling. The xience v (part#1009541-28, lot#0010661,serial# unk) indicated is being filed under a separate medwatch MFR number. The restenosed vision stent indicated being filed under a separate MFR#.